Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited noise which resulted in a failed right atrial threshold test. It was also noted that the pacemaker recorded a stored sam episode in which the ra impedances were high and minute ventilation was noted. Technical services recommended to bring the patient in for evaluation and to test the thresholds and impedances. Subsequently, this ra lead was surgically abandoned and replaced successfully due to exhibiting loss of capture. No additional adverse patient effects were reported.